Event description:
The rptr stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2012 due to excessive vault associated with elevated iop. The lens was exchanged for a shorter length lens and slightly different diopter. This resolved the problem. Pt's last visit on (B)(6) 2012 bcva was 20/20. See MFR #2023826-2012-00205 for left eye.

Manufacturer narrative:
(B)(4).